Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The wife stated that her husband had issues with the pump. The wife stated his pump would not rewind. The customer tried to change out the set and reservoir. The customer was advised to call back to troubleshoot.